Manufacturer narrative:
(B)(4).the device has been received at our u.s regional office and we are currently endeavouring to obtain more information from the customer. We will provide a follow-up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the returned complaint warmer head was visually inspected. Results: the visual inspection revealed a break on the corner of the grill mount and front end mould of the lower case. Cracks were observed on the opposite corner and the edge of the front end mould was chipped. Chipped plastic was also observed on the corresponding part inside the upper case. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the mobile infant warmer provides mobile warming wherever needed. It can be susceptible to impact damage particularly if it is moved from one room to another or if the head is swiveled. Based on inspection of the damage to the warmer head, it is likely that the head sustained accidental impact damage as confirmed by the hospital. It is likely that the warmer head was broken due to an upwards nudge, resulting in the observed break and chipped plastic.

Event description:
A hospital in (B)(6) reported that the lower mould of the warming head of an iw910 mobile infant warmer is cracked. The hospital further reported that this was due to physical damage. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported that the lower mould of the warming head of an iw910 mobile infant warmer is cracked. The hospital further reported that this was due to physical damage. No patient consequence was reported.